Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however, this could not be determined as customer declined troubleshooting with tandem tech support. Reportedly, the customer continued to use the pump for insulin therapy.